Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a 23mm aortic valve is failing due to stenosis and moderate regurgitation. The implant duration is approximately ten (10) years and eight (8) months. A valve-in-valve tavr is planned. No other info available.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated moderate calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Leaflet 2 had a cut section of approximately 10mmx6mm; the cut had smooth and even edges. The cut fragment was not returned. Leaflet 3 had a 6mm tear near commissure 1; serrated marking were observed near the tear. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The wireform was also exposed on commissures 2 and 3. Customer report of stenosis was confirmed. Calcification and host tissue restricted leaflet mobility, and likely led to the reported stenosis. Report of regurgitation could not be confirmed through visual observations. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Follow up is in progress regarding the availability for this device for return. At this time, no response has been received. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the procedure was due to stenosis and moderate regurgitation. The patient underwent a bentall coronary artery reconstruction, aortic root replacement, and aortic valve replacement with a 26mm non-edwards homograft and surgical closure of a vsd were performed. The valve sat nicely and there was no evidence of leakage and the valve appeared competent. The patient was taken to the ICU in satisfactory condition at the end of the surgery.